Event description:
It was reported that there was a leak from an unspecified location of a homechoice automated pd set with cassette. This occurred during use of the device for peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. As a result, the therapy was stopped and the patient started over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.